Manufacturer narrative:
Event and implant date: literature article published date - year and month only valid. Effect of the diameter, reflux time, and peak reflux velocity of saphenous vein on stump length after cyanoacrylate closure vascular vol 25 2s pg 90-91. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article documents the results of a study in which 75 saphenous veins were treated in 42 patients using the venaseal closure system. Thirty-one patients were female and the mean age of the patient cohort was 53. The technical success rate of procedures was 100%. During the follow up period, post-op <(>&<)> 7 days post procedure, pain was experienced by some patients. Endovenous glue-induced thrombosis (egit) occurred in two patients and phlebitis developed in the limbs of 2 patients.